Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode array was found in the external auditory canal, which led to revision surgery in 2013. The patient has been then re-implanted on (B)(6) 2015, due to implant malfunction.

Manufacturer narrative:
Conclusion: based on the limited information received, the device was explanted in 2015 due to a suspected device malfunction, which has not been described in details. Neither the device nor any in-situ measurements could be obtained from the field. Therefore, the available information does not allow to determine an exact root cause. This is a final report.

Event description:
The electrode array was found in the external auditory canal, which led to revision surgery in 2013. The patient has been then re-implanted on (B)(6) 2015, due to implant malfunction.